Manufacturer narrative:
The certas valve was returned for evaluation: DHR - lot 3446884 conformed to the specifications when released to stock failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects was noted. The valve passed the tests for programming, occlusion, leaks, reflux. The valve was pressure tested, the valve failed the test at setting 8. The rotation construct stayed in up position after being programmed in setting 8. The rotation construct being stuck in up position, the programming was not locked and the rotation construct moved freely. The valve was dismantled and visually inspected under microscope at appropriate magnification: biological debris in the spring was noted. The root cause for the issue reported by the customer was due to biological debris and protein build up interfering with the valve mechanism. The biological debris stuck in the spring kept the rotation construct in up position after a programming. The rotation construct being stuck in up position, the programming was not locked and the rotation construct moved freely.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was placed on (B)(6) 2019, and had to be readjusted multiple times due to value setting movement. The shunt setting changed after the patient was sent to MRI and changed on its own 2 additional times after the patient has fell. The shunt was set at 2 and when the patient went back to the clinic on both occasions the shunt setting changed to 1 and had to be reset back to 2. They doubled checked the shunt with 2 programmers to make sure everything was accurate. The patient presented symptoms due to valve setting changes (¿mom stated his eyes were glossed over and not being himself¿).